Event description:
Subsequent to the initial medwatch report, additional information was received. Reportedly, local anesthetic was used at the puncture site and as per the instructions for use, a 5-7mm skin incision and blunt dissection was performed prior to inserting the starclose se exchange sheath. Slight resistance was noted upon inserting the clip applier into the exchange sheath. The angle of the clip applier was modified slightly and the clip applier was inserted without any further resistance. The patient received general anesthetic for the surgical removal of the distal end. During removal, heavy irregular scar tissue was noted around the vessel. The scar tissue was not viewable until the device was surgically removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) indication for use (device used in calcified artery contrary to instructions for use). The device has been received. The device analysis has not yet been completed. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device was confirmed. Returned for investigation was only the distal end of the flex-guide, approximately 9.5cm in length, with the vessel locator attached. Surrounding the vessel locator assembly was a solid mass of tissue, obscuring the vessel locator assembly. The tissue was removed and the starclose se clip was observed proximal to the vessel locator wings; no device component had been left in the anatomy. The lack of returned components limited the scope of the investigation. The probable cause for the reported event is improper patient selection as the artery was reported as calcified and heavily scarred around the vessel and deployment technique, as based on the device analysis, the device was likely deployed in the subcutaneous tissue layer, not in the artery. Per the instructions for use, the device is not to be deployed in areas of calcified plaque. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using the starclose se device after a liver embolization procedure. Reportedly, after the clip was deployed, the device could not be removed. The safety release mechanisms were unsuccessful in removing the device. The device was manually cut at the skin level and the distal end was surgically removed. During removal, irregular scar tissue was noted around the vessel. Post procedure a large hematoma developed. The hematoma was not treated, but the patient was kept in the hospital for observation. Thirteen days post procedure the patient was discharged and is recovering. There was no adverse patient sequela reported. The physician is trained in the use of the device. No additional information was provided.